Event description:
It was reported by the pt that she underwent left hip total arthroplasty in 2008. Post-op, she experienced pain and x-rays in 2009, showed radiolucencies. Her surgeon has recommended a revision procedure which has not yet been scheduled.

Manufacturer narrative:
Info forwarded from the owner establishment, zimmer inc., which markets the devices in the us.